Event description:
It was reported that there were discrepancies between the actual values of sensing/pacing rate and the set rate on the external pulse generator (epg). The epg and patient cable were returned for servicing. This event occurred during a routine device check, there was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable was fractured. (B)(4).